Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath displayed a broken ceramic tip. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: wear and tear, and excessive force. It was assumed that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.